Manufacturer narrative:
Amulet laao registry reports 64 patients with ischemic stroke, hemorrhagic stroke, and undetermined stroke. No devices were returned. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D6a. The earliest implant date was usedna.

Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 21 ischemic stroke, hemorrhagic stroke, and undetermined stroke adverse events which are considered serious injury. The relationship of the serious injury to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date range was between 15 dec. 2021 ¿ 08 dec. 2022. Patients¿ mean age is 79 years, ranging from 56 - 92 years. 62% of the patients were male, 38% of the patients were female.